Event description:
During a phacoemulsification procedure, this unit delivered surges of aspiration resulting in a broken capsule and the need for an anterior vitrectomy. A portion of the pt's iris was aspirated. No add'l injury to the pt has been reported.